Manufacturer narrative:
The customer stated that the device worked correctly after the clinicians changed from disposable pads to internal pads. A philips field service engineer (fse) did not evaluate the device. No ECG strips or case events files were provided to philips for review. Philips requested but did not receive additional information from the customer. Philips was not able to confirm the reported malfunction. Because the problem could not be recreated, the cause cannot be determined. The available information from this report does not support a systemic, design, or labeling problem. No further investigation or action is warranted.

Manufacturer narrative:
Device evaluated by MFR: a follow up report will be submitted upon completion of the investigation.

Event description:
A customer reported that the device was "unable to fibrillate." Additional details have been requested. We are considering this event to be a serious injury based on the report that the emergency treatment was interrupted requiring the use of additional pads.